Event description:
It was reported by the abiomed investigation team that there was mechanical damage to introducer of the impella cp. During the case the patient remained in stable condition.

Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. Clinical details state that during a single-access procedure using the 7fr companion sheath, there was a continuous drip of blood from the sheath hub. The patient and hgb were stable. The sheath was returned and evaluated. Leak testing was performed with the dilator inserted, and continuous leaking was reproduced from the hub below the 285-mmhg specification. No visual abnormalities were found with the valve. The cause of the introducer damage was most likely a damaged valve since the leak was reproduced below the 285-mmhg specification.